Manufacturer narrative:
(B)(6). Correction: patient ID inadvertently not included in initial MDR.

Manufacturer narrative:
Analysis of suspect probe confirmed the event: as reported, the tip of the probe has been broken off just beyond the 40 mm marker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic clinical specialist (cs) called to report that the surgeon broke off about 35mm of the thoracic probe in the left l5 vertebra during a spinal surgery. They were unable to remove the tip of the instrument as it was buried deep. The surgeon malleted down to 50mm deep and 35mm stayed in the bone. A screw was placed next to the tip. The screw being placed was an 8.0mm screw. This issue caused a delay of less than an hour. They stimulated on all 20 screws and confirmed that none of the screws were in contact with a nerve. No impact on patient outcome. Surgery completed successfully.